Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/07/2017 with the following findings: during testing, the display screen was observed to be dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 8/07/2017.